Event description:
The pt wears rgp contact lenses. In (B)(6) 2008, the pt used rgp cleaner and conditioning solutions, along with a soft contact lens solution that was recalled two years earlier. The pt experienced irritation and light sensitivity in the left eye. The pt reported being diagnosed in (B)(6) 2008 with fusarium keratitis. Treatment with several unnamed medication was ongoing for several months. The pt recovered, but stated that some scarring occurred with decreased visual acuity. The pt reported that she was informed by a corneal specialist that a corneal transplant is needed in order to improve visual acuity. Several attempts have been made to obtain further details of the event and medical records from the treating health care provider, but no further info has been provided.

Manufacturer narrative:
The product involved was not returned for eval and the lot number info is not known. No medical records have been received and the cause of the event is not known. Based on all info, no causal factors can be determined and no conclusion can be drawn.